Event description:
It was reported the device did not generate an alarm for low spo2. It was indicated the young patient kept removing their oxygen and the spo2 sensor, but no alarm occurred, which resulted in the patient being unmonitored for approximately 30 minutes, which delayed treatment. The patient's oxygen saturation measured between 87-89% when reconnected to the sensor but had been measuring greater than 90% prior to the event. The oxygen was reapplied and increased by 0.5 liters. It was determined the monitor was working as intended, generating a cyan technical inop message but not paging out as a higher-level alarm. The customer requested assistance to include a configurable red level alarm which can be paged to notify clinicians outside the patient room.

Manufacturer narrative:
The customer confirmed that the system was working as intended but the functionality was inadequate for clinician to be notification at this facility, and the facility is requesting enhanced functionality to include configurability of these alarms up to a 'red-level' alarm that can appropriately page out and notify clinicians outside the patient room. Based on the information received, the low spo2 does not meet criteria for serious injury as it was not life-threatening, there was no reported of permanent harm, and the reapplication of oxygen is not a medical intervention. Based on the information available, the cause of the reported problem was not confirmed. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the intellivue x3 indicating a patient keeps removing the oxygen and pulse oximeters. The patient removed the pulse oximeter (ox), and no alarm generated to notify clinicians that pulse ox had been removed. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.